Event description:
The company representative reported that the tunneler from his truck stock needs to be returned as the packaging seal has come apart so the product is no longer sterile. The device history records of the tunneler were reviewed. The tunneler passed all inspections prior to release and was hp sterilized. The tunneler has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the tunneler had been damaged from being in the representatives trunk for a long period of time. The device had not been damaged when he had received the product initially. The tunneler has been received by the manufacturer. Analysis is underway but has not been completed to date.

Event description:
Product analysis was completed for the suspect product. No other relevant information has been received to date.